Event description:
It was reported that the customer's pump required daily charging to avoid shutdowns. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.